Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Retaining pin holding the metal backing and trial face has come out.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the pin component is missing. The device pin is a press fit and will secure the two halves properly. The diameter of the hole in the metal backing plate was measured and found to meet the specification limits per the drawing. Measurement of the pin could not be done as the dis-assembled pin was not supplied as part of the complaint. With the information available, the root cause of this complaint can't be definitively determined. No evidence was found indicating design or manufacture error were contributing factors and the need for corrective action is not indicated. Monitor reports of disassembled pin components through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Retaining pin holding the metal backing and trial face has come out.